Event description:
During device preparation prior to the initial implant procedure, the healthcare professional noted abnormal curvature of the atrial lead. A lead malfunction was suspected. The atrial lead was not used in the implant procedure. There was no patient involvement.

Manufacturer narrative:
The reported event of abnormal curvature was not confirmed. As received a complete lead was returned in one piece. The j-shaped loop was normal; no anomalies were noted. Visual and x-ray examination did not find any anomalies.